Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: based on the complaint description, without knowing the article and lot number no investigation or disposition is possible. Neither the material nor additional information was received for investigation, what makes a determination impossible. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device broke intraoperatively in year 2005; exact date is unknown. This report is for one (1) unknown drill bit. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6). (510k): unknown, as specific part and lot numbers for drill bit is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(4) as follows: it was reported that the drill bit broke off intraoperatively in year 2005 and fragment remained in patient. Now the patient should have an MRI, therefore the hospital asked for metal composite. This report is for one (1) unknown drill bit. This is report 1 of 1 for complaint (B)(4).